Event description:
It was noted that during interrogation of the patient's implantable neurostimulator (ins) it was observed that the cycling parameters of the right ins had increased by 30 minutes since the last interrogation in (B)(6) 2010. Specifically, the cycling start time changed from 6:30 to 7:00 and the cycling stop time changed from to 22:00 to 22:30. Reprogramming was performed on (B)(6) 2010 and with the patient outcome reported as recovered without sequelae. It was then reported that during interrogation on (B)(6) 2010, it was observed that the cycling parameters on the left ins increased by 30 minutes (start time changed from 6:00 to 6:30, stop time changed from 21:30 to 22:00) since the last interrogation in (B)(6) 2010. On (B)(6) 2010, interrogation of the devices showed that the left ins cycling parameters receded by 30 minutes (start time changed from 6:30 to 6:00, stop time changed from 22:00 to 21:30) since the last interrogation on (B)(6) 2010. Reprogramming was then performed on (B)(6) 2010 with the outcome reported as recovered without sequelae. See also manufacturer report # 3004209178-2012-01284.

Manufacturer narrative:
Lead: model 3391s-40, lot #v159369, implanted: (B)(6) 2010, explanted: na. In-line connector (extension): model 3550-05, lot #n231690, implanted: (B)(6) 2010, explanted: na. Extension: model 7482a51, serial # (B)(4), implanted: (B)(6) 2011, explanted: na. Plug/boot accessory: model 3550-09, lot #n204408, implanted: (B)(6) 2011, explanted: na. Left system: neurostimulator: model 7428, serial # (B)(4), implanted: (B)(6) 2011, explanted: na. Lead: model 3391s-40, lot #v159340, implanted: (B)(6) 2010, explanted: na. In-line connector (extension): model 3550-05, lot #n231683, implanted: (B)(6) 2010, explanted: na. Extension: model 7482a51, serial # (B)(4), implanted: (B)(6) 2011, explanted: na. Plug/boot accessory: model 3550-09, lot #n204408, implanted: (B)(6) 2011, explanted: na. This device was being used in a clinical trial noted as (B)(4).